Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation procedure, at the beginning of the case, the needle temperature was normal, but after it was inserted, the needle temperature rose, and the patient reported pain. After the needle was pulled out, they observed that there was something similar to oxidation on the tip. They replaced the needle and the temperature was normal, and the patient reported no discomfort. There was no patient injury.

Manufacturer narrative:
Additional information: d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. The evaluation found the resistance was within the specification, the device read the temperature within specification, the device lesioned normally, the device did not leak, the device passed hipot testing, the water did not circulate through the device, and the needle was removed and fibers were found blocking the hypotube. It was reported that the temperature of the device was unstable or fluctuating. The reported issue was confirmed. The most likely cause could not be established from the information available. The blocked hypotube could contribute to unstable temperature reading. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: use a sterile source of cooling fluid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.